Event description:
In 1997, the device was implanted via v-p shunt at 150mmh2o. On (B)(6) 2012, it was noted that the cam was dislodged in image. On (B)(6) , the device was replaced by 82-3100 at 150mmh2o.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. As a result the cam position/pressure could not be determined. In addition the valve casing was damaged, which may have been caused from some form of impact. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.